Event description:
Consumer called to report large difference in the readings of her meter and lab test results. Analysis run on consensus error grid using lab reading (208) as ref point vs. Bd readings (33, 45) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.